Event description:
Health professional reported that during injection of 1 syringe of juvéderm vollure¿ xc, there was a chip where the needle attaches to the luer lock and product spilled onto the patient. No injury to the patient or injector.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received with a plug, 1 unused needle in an opened tray & pack (written lot v17la7078). No defect observed to syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: precautions: juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm vollure¿ xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that during injection of 1 syringe of juvéderm vollure¿ xc, there was a chip where the needle attaches to the luer lock and product spilled onto the patient. No injury to the patient or injector.